Manufacturer narrative:
Tracking #.50766. H6; damaged firing mechanism. Endopath ets flex: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported the device was used on a laparoscopic left oophorectomy procedure. It was reported the surgeon experienced difficulty with firing the atw35 for the first firing across the ip ligament, but was able to fire it successfully. The staple and cut lines were complete. The device was reloaded with another vascular cartridge. The surgeon attempted to fire the device a second time, but it would not fire. Upon another attempt there was a loud cracking sound. The device was opened and it was discovered it did not staple or cut. Another atw35 was opened to complete the procedure without difficulty. It was reported this was the first time the surgeon used this device. There was no consequence to the pt.